Event description:
It was reported during a da vinci-assisted simple prostatectomy surgical procedure, there were cracks on the pulley cover of the maryland bipolar forceps. The procedure was completed as planned with no reported injury. Follow-up has been performed, but no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not yet received the maryland bipolar forceps. Therefore, the root cause of the customer reported failure mode has not been determined. A follow up MDR will be submitted if the product is received for testing and/or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was available for review. A system log review was performed, but no errors related to this event would exist in the logs. A review of the device logs for the maryland bipolar forceps (part# 471172-16 / lot/serial# k12210921-0085) associated with this event has been performed. Per this review of the logs, the maryland bipolar forceps was last used on (B)(6) 2022 via system serial# (B)(4). There were 10 uses remaining after this last usage. This last usage of the device per the log review matches the reported event date, indicating that the instrument was not used after the date of the reported event. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the instrument exhibited signs indicative of thermal damage. At this time, it is unknown what caused the thermal damage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the instrument was inspected prior to use and no sign of damage/abnormality was found. The pulley cover did not appear to be melted. There was no issue with the instrument related to thermal damage, unintended energy discharge, or arcing during the last procedure usage. The instrument was not involved in any in inadvertent contact with another energy instrument during the last procedure usage. No fragment fell inside the patient. No photographic images of the instrument were available for review. Isi received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the customer reported complaint. Failure analysis found the primary failure of bipolar yaw pulley thermal damage to be related to the customer reported complaint. For clarification, the instrument was found to have thermal damage on the bipolar yaw pulley. The bipolar yaw pulley exhibited localized melting damage at the base of one of the grip tips. An electrical continuity test was performed and passed. No damage to the conductor wire was observed. The root cause of this failure is attributed to mishandling/misuse. An additional observation not reported by the site was also identified. The instrument was found to have various scratch marks removed on the main tube. The scratch marks were 0.067¿ - 0.133¿ in length and were not aligned with the tube axis. The root cause of scratch marks /abrasions instrument main tube is typically attributed to mishandling/misuse.

Event description:
Refer to h10/h11 for follow-up information.